Event description:
It was reported that the patient's mobile power unit (mpu) had an ongoing yellow wrench light and was to be returned. There were no alarms on the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: loose encasing on the cable connectors and frayed red strap the reported event of a yellow wrench indicator alarm on the mobile power unit (mpu) was confirmed. The returned mobile power unit, serial (B)(6), was powered on and showed a blinking yellow wrench indicator. Further analysis revealed an issue with the patient cable which was replaced with a test cable resolving the issue. The cable was stripped down to the wire and showed a damaged wire. The customer did not wish to repair the mpu. The mpu is discarded. A root cause of the reported event was determined to be a damaged patient cable; however, a root cause of the damaged patient cable was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.